Event description:
Medtronic revealed info that this bovine valved conduit was implanted 2008 in pt who had previous repair of truncus arteriosus. He initially did well and was discharged home. The pt was re-admitted at about 9 days later with fever and malaise, grunting with respiration, and tachypnea. Evaluation revealed vegetation or thrombus on the valved conduit. Pt is presumed to have culture-negative bacterial endocarditis and will be treated with 4-6 weeks of antibiotics. To date, the available info suggests this product remains in service.

Manufacturer narrative:
Evaluation method results = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined as the product remains in service. Analysis: to date, the available info indicates this product remains in service. Without product return, analysis is limited to review of the device history record, which shows that this product was manufactured according to specification. Conclusion: as described in the literature, endocarditis is a known potential adverse outcome to bioprosthetic valve implantation, given the blood flow velocity characteristics as well as the bodies healing process, which lays the foundation to which microbes may attach to the valve after it has been implanted. The gluteraldehyde solution, which the valve is stored in, has been shown to effectively eliminate the presence of microbes on the valve. However, introduction of microbes during the implant procedure, or while recovering post op, can adhere to the product, given the foundation previously described. The potential for the microbes to ultimately result in vegetative growth and subsequent performance issues correlates to the quantity of microbes present in the system. A review of complaints has noted no similar events associated with the storage solution lot of this product, which suggest this to be an isolated event, likely procedural or recovery related. Medtronic continues to monitor field performance to detect similar events.